Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a coil became stuck at catheter's tip. A 3mm-7mm vortx¿ - 35 was selected to treat the aneurism. During the procedure, significant resistance was met when the vortx coil was advanced 5cm in the catheter. The system was retracted until resistance decreased, then continue advancing forward for 3 times without any effect. The system had to be removed entirely and it was noted that half of the coil was exposed at the tip of the catheter while the other half was still inside and the fiber wool distribution was not uniform. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Visual inspection of the device was performed. The coil was found stretched near base zap tip. Microscopic inspection revealed that the apex zap tip shape and surface was smooth. Base zap tip shape and surface was smooth. The dimensions of the coil that were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a coil became stuck at catheter's tip. A 3mm-7mm vortx¿ - 35 was selected to treat the aneurism. During the procedure, significant resistance was met when the vortx coil was advanced 5cm in the catheter. The system was retracted until resistance decreased, then continue advancing forward for 3 times without any effect. The system had to be removed entirely and it was noted that half of the coil was exposed at the tip of the catheter while the other half was still inside and the fiber wool distribution was not uniform. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.